Event description:
The problem is failure of a quality control process of suture material. The company has changed names 3 times in 7 years - syneture and now covidien-. I have experienced numerous suture problems. Suture breakage has the MFR's quality report of "a tactile examination" which is not an adequate examination of a suture failure. The conclusion is that the suture failure is attributed to 'improper handling of the suture during the clinical application'. I am absolutely certain that this is not the case. I can provide other instances of failures of other surgeons with the same material and I have a recent copy of the quality control report from covidien. I do not believe that this complies with any quality control standard of the FDA. The sutures that I have encountered that were substituted for another brand were not adequate quality for performance of several routine surgeries. The quality control system was not in place to trace batches or look into mfg issues. Lack of even microscopic examination of the failed suture is apparent recently. The most recent event was a failed 3-0 surgipro suture on a tendon repair in a very difficult wound situation that precluded repeat repair resulting in permanent disability. The tendon repair was done in a standard fashion over a button and the suture failed prematurely at the interface with the button. One would expect the repair to fail at the tendon interface and pull out of the tendon before it would fail anywhere else.